Manufacturer narrative:
This report is for an unknown unk - cable/wire:/unknown lot. Part and lot number are unknown; UDI number is unknown. The device was received. Initial report is synthes sales representative. Investigation summary: complaint description: it was observed during depuy synthes service and repair (s&r) and supplier repair activities that an unknown cable was within a returned cable tensioner (03.221.015/lot p114622). It could not be removed from the tensioner. Visual inspection: pictures provided to customer quality (ecm file "(B)(4) complaint pictures") indicated the cable was not visible from either end of the tensioner; therefore, the cable is considered broken. It is unknown how the cable broke. Dimensional inspection: the cable was not accessible, therefore, a dimensional inspection could not be completed. Document/specification review: a drawing review was not performed as the product code was unknown. DHR review: a DHR review was not performed as the lot number was unknown. Conclusion: the complaint is considered confirmed. No design or manufacturing issues were revealed during investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during inspection, the cable tensioner with pistol grip is not working properly, that there may be a cable inside of the gun that the sales consultant cannot get to. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection pictures provided to customer quality showed the cable was not visible from either end of the tensioner; therefore, the cable is considered broken. It is unknown how the cable broke. Dimensional inspection: the cable was not accessible, therefore, a dimensional inspection could not be completed. Document/specification review: a drawing review was not performed as the product code was unknown. DHR review: a DHR review was not performed as the lot number was unknown. Conclusion: the complaint is considered confirmed. No design or manufacturing issues were revealed during investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.